Manufacturer narrative:
The manufacturer received a complaint indicating that a sterile warming drape (ors-100) exhibited tiny pin-size holes during use. One unit was affected; however, the lot number could not be confirmed. No physical sample was returned for evaluation; therefore, the investigation was based on an image provided by the customer. The reported defect was confirmed based on the available evidence, but the condition could not be replicated. A review of manufacturing, material, process, equipment, environmental, and personnel factors did not identify any contributing cause. Device traceability could not be established due to the absence of a valid lot number. Based on the available information, the investigation was determined to be inconclusive. The complaint will continue to be monitored for potential trend.

Event description:
It was reported that the customer observed tiny pin-size holes in a sterile warming drape (ors-100) during use. One unit was affected. The lot number could not be confirmed. No patient injuries, infections, or complications were reported.